Event description:
Pt reported obtaining back-to-back blood glucose results of 355 mg/dl, 142 mg/dl, 152 mg/dl, and 87 mg/dl on the compact plus system. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.